Event description:
It was reported that patient presented in hospital for lead extraction due to noise on both atrial and rv leads. Patient received inappropriate atp therapy as a result. The noise was not reproducible with isometrics. Both leads were explanted and replaced. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 12.1-13.0cm from the connector pin and at 45.7-46.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.5-14.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 24.2-24.4cm and 26.4-27.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 6.5-8.3cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 11.2-15.0cm from the distal tip. The etfe coating was abraded at these locations. External insulation abrasion was noted at 5.3-5.7cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.